Manufacturer narrative:
Submitted in response to FDA report number mw5070821. Further information from the reporter regarding product and healthcare professional details has been requested. No additional information is available at this time. As the reporter did not provide contact information for a physician, allergan can not confirm or clarify the reported events at this time. Other than the reports of implant deflation with associated pain and "tightness of breast", this is a report of a breast implant patient who reported diverse multiple-organ-system complaints without a unifying pathological commonality that would lead to a medical diagnosis or diagnoses. Moreover, there is no currently known medical chain of causality that would reasonably relate any or all of these events to the device. Thus, there is no evidence that the device caused or contributed to the events. The events of pain and "tightness of breast" are considered minor in severity and result in temporary injury or impairment that may require medical treatment or medication to relieve symptoms or to speed natural resolution of the process, but do not require treatment to prevent permanent impairment. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
In response to FDA report number mw5070821. Patient reported that they "had a mammogram done and in the morning, it was totally deflated". Patient notes that they ended up with a "pacemaker and had a partial hysterectomy, two ablations, tachycardia, syncope, bleeding 28 days of the month which caused them to have 1/4 of their blood supply, stroke-like symptoms, memory loss, brain fog, major depression, headaches, numbness of the face and hands, weight gain, constantly bloated, kidney stones, chronic fatigue for years, autoimmune disease, thyroid problems, palpitation and chest pain, breast pain, tightening of the breast and burning sensation". Patient notes they have had problems with "lymph nodes and falling". This record is for an unknown side.